Event description:
Boston scientific received information that upon interrogation, this pacemaker¿s battery longevity had significantly decreased to 8.5 years from 15.5 years. Atrial fibrillation was observed on electrogram (egm) and the field representative further confirmed this as the cause of the premature battery depletion. The pacemaker was reprogrammed resulting to increased longevity to 9.0 years. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.